Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr groshong nxt clearvue PICC. The catheter was returned having broken from the two-piece connector assembly. Gross visual evaluation revealed sticky residue between the 54cm-58cm depth markings and a short segment of catheter within the connector was also found. Tactile evaluation found extreme tensile strength loss within the 57cm-59cm depth markings which is indicative of a tensile pull. Microscopic examination of the break site confirmed that it was dull and granular in nature and contained the cup-and-cone features set common with tensile breaks. The distal two-piece connector assembly was bisected longitudinally in order to inspect the state of the connection between the catheter and the connector. The catheter fragment was observed to be appropriately situated within the compression sleeve. From the evidence observed it was determined that the catheter had been pulled to the point of failure. No potential manufacture damage, defect, or deformity was observed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the connector disconnected during the infusion bag replacement. On 10/16/2017- the additional information has been obtained from our sales rep. It was reported that the physician did not perform the trial connection of the connector before using it on the patient. No patient injury reported. On 1/31/2018 - the returned sample shows a complete catheter break.